Event description:
User received falsely low potassium results on eleven pts. One examples was provided as follows: initial result 2.6 mmol/l, repeated 2008, on different analyzer 3.8 mmol/l. The alibration performed prior to the sample run had failed and the initial pt result was flagged. The false low result was reported. Although the pt was admitted for possible heart problems and cardiac tests were ordered, the admission was not due to the falsely low potassium result. The cardiac tests were normal and the pt was discharged. Although the field service representative could not determine a cause, he disassembled, cleaned, and checked the ise system. Performance tests were performed and within specification.